Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist provided cubex user password to the customer, and the windows power and sleep settings were updated to change the screen turn off time from 15 minutes to never and customer was able to issue an item. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the user was unable to issue medications (flutic/salm diskus 250/50 mcg) because a cubex password was being requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.